Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual examination of the reloads noted that each unit was partially fired. Staple pushers were visible at the 2cm cut lines indicating the point where the handle compression had stopped. Functional testing of the reload found no abnormalities. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the reload will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection, and prevent patient harm. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened, and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic lap roux-en-y gastric bypass, on the final firing of the sleeve being created on the stomach, the device had distal incomplete staple line. Both reloads only fired 1/3 - 1/2 way in. Upon trying to fire the device, the reload jammed after firing 1/3 - 1/2 way through. The green buttons was completely depressed and the black handle was completely stuck into position. The black collar was pulled back, the reload was removed and a new reload was attached. The same thing happened on the replacement reload. The device was changed in order to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic lap roux-en-y gastric bypass, on the final firing of the sleeve being created on the stomach, the device had distal incomplete staple line. Both reloads only fired 1/3 - 1/2 way in. Upon trying to fire the device, the reload jammed after firing 1/3 - 1/2 way through. The green buttons was completely depressed and the black handle was completely stuck into position. The black collar was pulled back, the reload was removed and a new reload was attached. The same thing happened on the replacement reload. There was no patient injury.